Manufacturer narrative:
As the reported sheath is a purchased component for navilyst medical, details of the event have been provided to our supplier, greatbatch medical on a supplier corrective action request (scar). Upon the conclusion of the investigation, a supplemental medwatch will be submitted.

Manufacturer narrative:
A review of the device history records (DHR) was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The june 2015 navilyst medical complaint report was reviewed for the xcela psv PICC product family and the failure mode "sheath handles detached - both." No adverse trend was identified. No sample was returned, however navilyst medical's sheath supplier, (B)(4) was notified of the event via a supplier corrective action request (scar). Although the cause of the handles detaching is unable to be determined, (B)(4)indicated that it could possibly be due to improper tube placement during molding. This could have been caused by associate error in the tube placement or the molding equipment blowing the tube off during molding. (B)(4) reviewed the DHR for the noted lot and found no discrepancies related to this defect during manufacturing. Based on their low occurrence rate, no corrective actions will be taken by (B)(4). Navilyst medical incoming process controls for the sheath include visual inspection for damage or defects, as well as an aql verification that the sheath properly breaks at the hub and separates into two complete pieces when the wings are pulled apart. ((B)(4)).

Event description:
As reported, both wings broke away from the peel-away sheath when trying to split it apart. The sheath was not far advanced into the patient's vein, so the physician was able to remove it. The used device was discarded at the hospital.